Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon prematurely deflated. A 16 french foley catheter was inserted prior to CT simulation for a 30 day post prostate brachytherapy patient. There were no issues with insertion or urine return and the balloon was inflated with 10cc without difficulty. After the scan was completed, the patient was walking to the elevator for another procedure, a MRI, and the patient stated, "I'm wet". The balloon was noted to be deflated.

Event description:
It was reported that the foley catheter balloon prematurely deflated. A 16 french foley catheter was inserted prior to CT simulation for a 30 day post prostate brachytherapy patient. There were no issues with insertion or urine return and the balloon was inflated with 10cc without difficulty. After the scan was completed, the patient was walking to the elevator for another procedure, a MRI, and the patient stated, "I'm wet". The balloon was noted to be deflated.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A labeling review as unable to be completed due to anknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.